Event description:
It was reported that balloon rupture occurred. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.